Event description:
Ous MDR - after an implantation period of about 119 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected in several fragments. Not all parts of the lead were returned for analysis. The returned lead fragments were analyzed. The inspection demonstrated a rubbed through insulation at several spots of the lead fragments. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. However, due to the fragmentation into several parts, the correct positions of the medial fragments could not be reconstructed and therefore the source of the damages could not be determined. Further severe damages were observed, which resulted most likely from the explantation procedure. In summary, insulation damages were noted, which probably led to the oversensing mentioned in the complaint description and confirmed through the inspection of the available data. However, based on the information available for analysis, no conclusions can be drawn regarding the source of the damage. The analyses did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The manufacture date was reported.